Manufacturer narrative:
Section a2, a4, a5 and a6: unknown; requested but not provided. Section b3: date of event: unknown; requested but not provided. The best estimate date is between feb 5, 2025 and oct 10, 2025. Section d6b. If explanted, give date: unknown, requested but not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded multifocal toric intraocular lens (iol) was explanted due to the patient¿s complaints of glare and halos. The lens was replaced with another johnson & johnson iol; dcb00 21.5 diopter. It is unknown if any medical or surgical interventions were required. Patient outcome is unknown. No further information was provided.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. The following field was updated accordingly: section g4: PMA/510(k) number: p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.